Event description:
It was reported that the customer's insulin pump received multiple no delivery alarms. The customer's blood glucose levels at the time of the report are unknown though she was feeling light-headed. Troubleshooting was not performed, but the customer's mother was advised to complete an infusion set change. The product was not returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).